Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate atp and hv therapy was delivered due to re-diagnosis of supraventricular tachycardia to vt. Re-diagnosis occurred due to intermittent undersensing of atrial events. The undersensing was caused by varying amplitudes of p-waves and small undersensed signals. Programming changes were made and patient condition was good after programming.